Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient has a left ventricular assist device recently implanted. The device sensing vector was in the secondary vector at the time of the shocks. The sensing vector has now been reprogrammed to the alternate sensing vector. This is considered a serious injury as there were multiple shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient has a left ventricular assist device recently implanted. The device sensing vector was in the secondary vector at the time of the shocks. The sensing vector has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.